Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systematic issue was observed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient's daughter contacted lifescan (lfs) (B)(4), alleging that the patient's onetouch verio2 meter read inaccurately high compared a laboratory device, compared to another device (unknown brand) and also compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The csr was advised by the reporter that the alleged meter inaccuracy began 6 months prior to contacting lfs. The reporter claimed that on (B)(6) 2015, about 5 months after the alleged issue began, the patient obtained an alleged inaccurate high blood glucose reading of "170 mg/dl" with the subject meter. The reporter informed the csr that the patient manages her diabetes with insulin (self-adjuster). In response to the elevated result, the reporter claimed the patient consumed a slice of bread before leaving to go out for a walk. The reporter claimed that after having walked 1 kilometer the patient began to feel "weak." In response to the symptom, the reporter claimed the patient consumed 3 pieces of sugar that she had brought with her but despite this, "collapsed on the ground convulsing." The reporter claimed she treated the patient with an injection of glucagon and contacted the emergency medical services (ems) for assistance. The reporter claimed that ems attended 15 minutes later and a result of "40 mg/dl" was obtained on their device on arrival. The reporter stated that the patient was hospitalized as a result of "cranial trauma." Whilst in hospital, the reporter claimed that the patient obtained blood glucose readings with the subject meter that were up to "70 mg/dl" higher than another device. No exact values were given and the tests were performed within an unknown time of each other. The reporter also claimed that the patient obtained a blood glucose result with the subject meter that read higher than a laboratory device. The reporter was unable to give exact readings and the tests were performed within an unknown time of each other. The reporter claimed the patient was discharged from hospital after 4 days with a "displaced rib." During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient was testing with test strips that were stored incorrectly or were expired or opened past their discard date. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after obtaining an alleged inaccurate high result with the subject meter.

Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.